Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was 433 mg/dl. Customer stated that he was sent home when blood glucose went down to 180 mg/dl and then at morning blood glucose value was 465 mg/dl and again admitted to hospital. Customer stated that current blood glucose reading was 324 mg/dl. It was unknown how customer was treated for their high blood glucose. Customer stated that he experienced diabetic ketoacidosis. The customer stated that he experienced nausea, vomiting, abdominal pain, difficulty breathing. The customer stated that he was not using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized again on (B)(6) 2020.